Event description:
A representative reported that the physician performed ¿an inadvertent bolus¿. They were wondering if the session report or logs would show the bolus was cancelled. It was discussed that they would see that on the session report. No further information was provided. The medication infused was unknown.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).